Manufacturer narrative:
This is one of five manufacturer reports being submitted for this article. Please reference related manufacturer report no: 2015691-2021-03656, 2015691-2021-03689, 2015691-2021-03690, and 2015691-2021-03691.

Manufacturer narrative:
The date of the events is unknown. According to the article all implants were completed between from 2013 to 2019. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an sapien xt valve and sapien 3 valve are: p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular/too atrial/too pulmonic. This intervention is performed to treat serious injury and/or prevent permanent impairment. At the time of the study, the edwards sapien xt and sapien 3 transcatheter heart valves were indicated for patients with is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of these valves in the mitral position was not indicated per the labeling; therefore the device labeling (ifus and training manuals) do not instruct the operator how to position these valves in this scenario. In this case, there is insufficient information to determine the reasons for the valve in valve procedures. There was no allegation or indication of an edwards device malfunction. The root cause of the events remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: fuchs, a., urena, m., chong-nguyen, c., kikoine, j., brochet, e., abtan, j., fischer, q., ducrocq, g., vahanian, a., iung, b. And himbert, d., 2020. Valve-in-valve and valve-in-ring transcatheter mitral valve implantation in young women contemplating pregnancy. Circulation: cardiovascular interventions, 13(12), p.e009579.

Event description:
Edwards received notification through the review of the medical article, valve-in-valve and valve-in-ring transcatheter mitral valve implantation in young women contemplating pregnancy by corresponding author dominique himbert, et al. Per the authors, a single center study was performed in patients with edwards sapien xt and sapien 3 transcatheter heart valves (thv) implanted from 2013 to 2019. The following event was identified as pertaining to an edwards device: three intraoperative viv events (the procedural failures were attributed to the implantation of a second prosthesis in 3 vir patients to obtain an optimal result with no significant paravalvular leak). Additional details were not provided by the authors.